Event description:
Touch screen was occasionally non-responsive. Talked to equipment tech and advised to thoroughly clean screen with caviwipes. Screen continued to have episodes of non-responsiveness, and then became completely non-responsive to touch. Changed out avea ventilator for another avea ventilator.